Event description:
The following has been reported: biomed reported: "pump problem" "pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.' Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Unit started up with no alarms. Investigation found excessive debris on fva pins. Removed fva assembly and verified debris and cleaned pins. Internal instigation found the front housing is damaged due to broken screw mounts. Fva lip seals and front housing assembly will be removed and replaced during repair process. No other damage found.